Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the left, back therapy pad. The patient reported the irritation as red, itchy, bumpy, "burning", and "looks like a blister". The patient reported having dry skin. There was no alleged device malfunction contributing to the irritation. Patient reported that his cardiologist has advised him to use benadryl and remove the lifevest during the night. Follow up indicated that skin irritation has improved.